Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the balloon identified no tears or holes in the balloon material. Solidified contrast media was present in the balloon and inflation lumen. Attempts to inflate the balloon failed, possibly due to the presence of the solidified contrast media. The device was soaked in a water bath at a temperature of 37 degrees in an attempt to dissolve the contrast media. The balloon inflated and deflated successfully. The encore inflation unit was verified before and after use using a calibrated pressure gauge. A visual and tactile examination of the shaft identified multiple kinking along the length of the hypotube. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. During a procedure, a 10/2.50 flextome cutting balloon was selected to treat the target lesion. On the first inflation the balloon ruptured at 10 atm. The device was completely removed from the patient. The procedure was completed with another with same device. No patient complications reported ad the patient's condition is good.

Event description:
It was reported that balloon rupture occurred. During a procedure, a 10/2.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. On the first inflation the balloon ruptured at 10 atm. The device was completely removed from the patient. The procedure was completed with another with same device. No patient complications reported ad the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).